Manufacturer narrative:
An investigation was performed by visually inspecting the actual c10-3v probe. It was determined that the cause of the issue was customer misuse from improper maintenance. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.

Event description:
A customer reported their intracavity c10-3v probe had lens wear, exposing metal components. The probe was associated with the epiq elite ultrasound system at the customer's site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.